Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of the event is unknown. The date entered in section 1.2 is based on the customer report of "medical event dates/times: failures occurred may 25-26, 2026". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a low scan of 56 mg/dl on the abbott diabetes care (adc) device compared to a competitor brand meter result of 318 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was one day. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified symptoms and was unable to self-treat. As a result, a healthcare professional obtained a 400 mg/dl glucose test and provided an insulin drip for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.